Manufacturer narrative:
Philips has investigated this complaint the philips field service engineer (fse) examined the system onsite and confirmed that the system did not power on. The customer biomed engineer replaced the front and rear panels on the gpdu system, but the system was not powering on. The customer checked the system and found the sd card was corrupted. They programmed a new sd card and found no power in the r cabinet. Upon troubleshooting customer found two fuses were blown in the power unit, replaced the fuses and re-programmed the sd card on the front panel on the m cabinet. Later the customer found network switch has no power, main cause was found to be the bad power supply at the back of m cabinet. To resolve the issue, customer replaced the power supply. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.